Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: the suspect device was returned to carefusion for further evaluation. Carefusion's service technician evaluated the device and was unable to verify the customers reported issue. The device passed all testing and met all carefusion manufacturer specifications.

Event description:
It was reported to carefusion that their revel ventilator was delivering less tidal volume than what the unit was set to deliver while connected to a patient during a transport. The health care professional confirmed the reported issue by testing on a test lung. While on a test lung, the ventilator was set to deliver 500mls but the unit would deliver 400mls. The customer confirmed that no intervention was performed, the transport was completed without further issue, and that there was no patient harm associated with the reported event.